Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15594967. Product family: scs-linear leads, upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 16068/16434.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to one of the leads having high impedances. It was also stated that several reprogramming were done however the issue was not resolved. The patient underwent a revision procedure wherein the leads and lead extensions were removed and were not returned. The patient was doing well postoperatively.